Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient had a motor stall code on their personal therapy manager (ptm). There were no external factors that may have led to the event. Their pump was read at the clinic and they were referred to a neurosurgeon for replacement; the pump was replaced on (B)(6) 2021. The patient's weight and medical history were asked but will not be made available. The patient was without injury at the time of the report.